Manufacturer narrative:
On 05/30/2016 the field service engineer (fse) found that the diff sample line from the diff shear valve to the mix chamber was clogged causing the leak and diff background issues. The diff sample line was replaced to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained clear leak of about 1 ml from a shear valve inside the coulter lh780 hematology analyzer. The diff background was elevated at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.